Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. In addition, the patient reported that they are experiencing headaches. There was no report of patient harm or injury. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one instance of an error code. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.